Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. Programming changes were recommended. The impedance returned to normal and no action was taken.